Manufacturer narrative:
The customer¿s report of programming errors was not confirmed or replicated. Physical inspection noted the device to be in good condition with third-party door latch analysis of the pcu event log shows an infusion was started on (B)(6) 2019 at 1:41am on channel b (sn: (B)(4)) which was programmed to infuse drug ID = 143 (heparin) with the following programming: calculated rate = 20 ml/hr, vtbi = 420 ml, dose = 1000 units/hr, concentration 50 units/ml or 25000 units in 500ml. Channel a was programmed to infuse drug ID = 163 (ifvs) at a rate of 100 ml/hr and an initial vtbi of 960 ml at 2:00 am. Each pump alarmed multiple times over the reported event time frame. Both pumps pvi and svi were cleared at 6:06am which was roughly 1 hour before the issue was noticed. At 6:57am, pump module sn: (B)(4) alarmed for ail. The 500ml bag of heparin may have been empty at this time if the incorrect bag was started on the wrong channel from the start. At 7:00am the device was restarted and 10 seconds later it alarmed again for ail. There were no obvious points in time during the infusion where the IV sets may have been switched. There were no errors or malfunctions during the event time frame. Functional testing performed found the device to be out of specification. Recalibration of the device corrected the issue. There were no observations of unregulated flow. The root cause of this failure was not identified.

Event description:
He customer reported a heparin drip was being started on a newly admitted patient who was being admitted for a pulmonary embolism and an ultrasound that was positive for dvts. The heparin drip was co-signed at approximately 0145. When the heparin drip was started, the patient only had one IV site. The nurse who co-signed the heparin verified the medication was hung at the correct rate and dose. When the heparin was being co-signed, it was noted that the patient was ordered normal saline at 100ml/hour. The nurse who co-signed the heparin started a second IV and left it saline locked for the primary rn to start the normal saline. Just prior to 0700, the device was alarming, and the nurse who co-signed the heparin noted the IV lines had been switched in the pump modules, and the heparin had been running at 100ml/hour. The infusion was stopped immediately. Nursing thought the lines were switched after the co-signing, but the pharmacy department states the reports do not support that. A review of the logs show in the time between the heparin started and when the IV fluids were started (15 minutes) there were a number of pauses and restarting of the heparin.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a heparin drip was being started on a newly admitted patient who was being admitted for a pulmonary embolism and an ultrasound that was positive for dvts. The heparin drip was co-signed at approximately 0145. When the heparin drip was being started, the patient only had one IV site. The nurse who co-signed the heparin verified the medication was hung at the correct ate and dose, infusing through the patient's only IV site. When the heparin was being co-signed, it was noted that the patient was ordered normal saline at 100 ml/hour. The nurse who co-signed the heparin started a second IV and left it saline locked for the primary rn to start the normal saline. Just prior to 0700, the device was alarming, and the nurse who co-signed the heparin noted the IV lines had been switched in the pump modules, and the heparin had been running at 100 ml/hour. The infusion was stopped immediately. Nursing thought the lines were switched after the co-signing, but the pharmacy department states the reports do not support that. A review of the logs show in the time between the heparin started and when the IV fluids were started (15 minutes) there were a number of pauses and restarting of the heparin.